Event description:
It was reported that the user experienced bluetooth pairing failure between a dexcom g7 sensor and the ilet, and support guided the user to toggle the dexcom g6/g7 setting and restart the ilet, advising time for reconnection; blood glucose levels were reported as unaffected and no alarms occurred. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included remote troubleshooting and user education focused on reconnecting the continuous glucose monitor via device settings and restart. Investigation of this case revealed that the issue remained a pairing failure with the responsible device not identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.